Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the lip of reservoir and black o-ring was came off. Customer¿s blood glucose level was 9.0 mmol/l. Customer stated that the reservoir was stable and she still receiving insulin. The product will return for the analysis.